Event description:
It was reported that unipolar impedance was 360 ohms, and bipolar impedance was 250 ohms. The lead was replaced, and no patient complications were reported as a result of this event.